Manufacturer narrative:
(B)(4). Date of event has been estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device ultimately resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the date of event was confirmed to be (B)(6) 2018. During withdrawal of the guide wire, it made a knot around itself during retraction, and the tip detached. It was confirmed there were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. It is unknown if the device will be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a total chronically occluded lesion located in an unspecified vessel below the knee. After use of a hi-torque winn 40 guide wire 190 cm and during retraction the tip of the guide wire became detached. A snare was used to capture the tip without any adverse patient effect. No additional information was provided.